Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. When the history files were checked, several safety alarms were found to have occurred on the insulin pump. The customer was disconnected during priming. The customer uses quick-set infusion sets. Nothing further was reported.